Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the locking mechanism is missing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A sterile processing department technician stated that during her inspection of the instrumentation prior to set reassembly, she discovered 5 broken items. Two attune articulate surfaces had bilateral severely damaged springs (she disposed of them), an attune fb tibial impactor is cracked, an attune shim is cracked and a depuy pinnacle poly extractor has broken teeth. It is unknown how or when these items became damaged. There is no mention of these items being damaged intra operatives. Please use (B)(4) for product replacement.